Event description:
It was reported that during morning checkout, the printer gave an alert and the defibrillator would not discharge during tests. Also, the spo2 (oximeter) works intermittently. There was no patient involvement.